Event description:
The patient is a 76 year old female in good condition. During a total hip replacement surgery, the reamer became lodged in mid-femur, approximately where the cutting end engages the bone. The portion outside of the damaged and the reamer had to be removed manually. This took approximately 10-15 minutes.